Event description:
The dealer stated the unit alarms do not function.

Manufacturer narrative:
The device was evaluated by the returns department which found that the control switch/button is broken.

Event description:
The dealer stated, the unit alarms do not function.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.